Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of aneurysm, angina, occlusion and restenosis, as listed in the absorb gt1 instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Case details updated: it was reported that the patient presented with stable angina. The index procedure on (B)(6) 2016 was to treat a lesion located in the mid left anterior descending (lad) artery. Vessel sizing was done with quantitative coronary angiography and determined the vessel was 3.9mm in diameter. Pre-dilatation was performed with 3.5 and 3.75 mm non-compliant (nc) balloons with the residual stenosis reduced to less than 40%. A 3.5x23mm absorb gt1 scaffold was implanted. Post implant the side branch was occluded. Post-dilatation of the absorb gt1 scaffold was performed with a 4.0mm nc balloon. The occluded side branch was not treated and showed a timi I, flow. The diagonal branch was not affected. No optical coherence tomography (oct) or intravascular ultrasound (ivus) was used to confirm that the scaffold was fully apposed to the vessel wall. The final angiographic residual stenosis was less than 10 percent. Several weeks later the patient returned with reoccuring angina and ectasia (aneurysm and evagination) was confirmed angiographically. The patient was treated with medication. The final patient outcome was good. The patient was confirmed to have been compliant with their dual anti-platelet therapy consisting of clopiodgrel and aspirin.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant has been estimated. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel. An unknown absorb gt1 was implanted. Several weeks later the patient returned with reoccuring angina and ectasia (aneurysm and evagination) was confirmed angiographically. No additional information was provided.